Event description:
B-braun tubing used with artline pressure tubing began to leak at connector.

Event description:
Add'l info rec'd from MFR 9/20/04: the actual device was not returned by the reporting facility. The facility stated it is against the hospital's policy to return products. The labeling for the device does not make a statement as to the frequency or severity of this type of incident. There has been several other report complaint of this nature for this item. A CAPA has been opened to address the issue of solvent bonding in MFR's puerto rico facility. Without knowing the lot number of the product involved, co is unable to determine if this lot was made after the implementation of the changes to the processes. MFR will continue to monitor for any increase in the complaint trends for this product and take appropriate action if warranted.